Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a other (unusual issue) issue; no injection/no delivery." This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/11/2015. Device evaluation: the device has been returned and evaluated by product analysis on 09/25/2015 with the following findings: review of the black box data revealed records of occlusion alarms. On investigation, rewind, load cartridge and prime steps were successfully performed without alarm. The pump was exercised for 24 hours without occlusion alarms. The daily insulin delivery totals correctly reflected the user¿s programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. The force sensor was evaluated and determined to be out of specification. The force sensor resistance was within specifications. The pump cover was removed for investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the complaint and the pump was determined to be functioning without malfunction.